Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because he experienced urine leakage when coughing or lifting heavy objects. One months later, the patient underwent surgery to replace the cuff. The cuff was downsized from 4.0 cm to 3.5 cm. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter cuff underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because he experienced urine leakage when coughing or lifting heavy objects. One month later, the patient underwent surgery to replace the cuff. The cuff was downsized from 4.0 cm to 3.5 cm. There were no further patient complications.